Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapies were programmed off. The field representative went to program this device into magnetic resonance imaging (MRI) mode and noted that the tachy therapies were programmed off. However, latest transmission showed therapies were turned on. The field representative suspected that the patient had a procedure and the clinic turned therapies off and forgot to turn it back on. This device remains in service. No additional adverse patient effects reported. Additional information received indicated that the field representative was informed that the patient had a heart catheter and another cardiac surgery. The field representative has turned tachy therapy back on at the completion of the scan. There was no information on who and why the tachy therapy was turned off. This device remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapies were programmed off. The field representative went to program this device into magnetic resonance imaging (MRI) mode and noted that the tachy therapies were programmed off. However, latest transmission showed therapies were turned on. The field representative suspected that the patient had a procedure and the clinic turned therapies off and forgot to turn it back on. This device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.